Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray image does not appear on the screen. The fse determined that the m-cabinet's power supply was faulty. The fse replaced the pdu(phase distribution unit) power supply and fuse. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the x-ray image does not appear on the screen. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.